Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The fse recalibrated he touch screen and sent the procedure to the customer for future use. The customer confirmed that the device was functional and able to return to service.

Event description:
The customer reported the touch screen failure. There was patient involvement, but no reported patient harm.